Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 615mg/dl, with moderate ketones, and polydipsia, associated with an alleged button keypad issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the up arrow, down arrow, and ok keypad buttons were under responsive and resulted in an under delivery of insulin. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a button keypad issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-feb-2018 with the following findings: a review of the black box showed a manual suspension with the deliveries never resumed. The last bolus was a 4.5 unit ezcarb normal bolus. The keypad was intact and all keypad buttons were responsive to user input. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately within the required range. The keypad cover was removed to find no contamination under the button contacts. No button contact defects were found. The keypad latch was fully closed and no damage was found to the keypad flex. The keypad issue was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.